Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 54 mg/dl which was treated by glucose tablet. Customer declined troubleshooting for low blood glucose level. Insulin pump received pump error. Customer was able to clear error and rewind insulin pump. Customer performed self test and it passed. Device will not be returned for analysis.